Event description:
Product complication: none. Time of complication: at the 1-month follow-up visit on 11/5/2005. Procedure date was 2005. Symptoms: none. It was reported that at one-month follow-up the patient had died. At the present time, the cause of death is unknown. Date of death was 2005. The carotid procedure was performed one month ago. It is unknown if device related. The action/treatment performed was CPR and cardioversion with vasopressors / inotropes. No additional information was available.